Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/05/2010 and 03/18/2010 by phone, fax, and mail. A completed questionnaire was received on 03/19/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "membrane was cut too thin" (eye injury). Product problem(s): "this was not a problem of the device" (no known device problem [shunt]). The surgical director reported that the procedure to implant a shunt was cancelled due to the patient's membrane (flap) was cut too thin. The shunt was inserted, however, the scleral bed was too then to stabilize the shunt. The surgeon removed the shunt. A trabeculectomy was performed without incident. In a follow-up, the surgeon reported that the patient's current iop is not acceptable and will require a trabeculectomy revision. The surgeon stated that this was not a problem of the device.